Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump would not allow customer to progress through the load fill tubing sequence. There was no reported impact to customer's blood glucose. Reportedly, pump supplies were changed to address the issue and insulin delivery was resumed.